Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the kugel patch (device 3). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). An additional MDR was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2005- patient was diagnosed with ventral incisional hernia, thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿old midline scar was excised. The hernia sac was identified in the abdominal cavity and was dissected. A bard flat mesh (device 1) was cut and sutured to the anterior fascia¿. On (B)(6) 2005- patient was diagnosed with ventral incisional hernia, thereby underwent open repair with implant of a bard flat mesh (device 2). Per op notes, ¿old scar was excised. The lateral portion of the closure was hernia which was then excised. A bard flat mesh (device 2) was placed over this repair and sutured.¿ (note: bard flat mesh (device 1) was not seen during this procedure) on (B)(6) 2006- patient was diagnosed with umbilical hernia, thereby underwent open repair with implant of kugel patch. Per op notes, ¿a hernia sac was identified in the umbilical region and was dissected. A 3 x 4 inch piece of mesh (kugel patch) was cut and sutured to the anterior fascia with sutures¿. On (B)(6) 2007- patient was diagnosed with recurrent ventral hernia, chronic abdominal pain, thereby underwent open repair with explant of bard flat mesh (device 1 and 2), kugel patch (device 3) with implant of synthetic mesh. Per op notes, ¿lower midline incision above the umbilicus, bard flat mesh (device 1 and 2), kugel patch (device 3) was entirely removed along with the meshoma. A synthetic mesh was then sutured under the left rectus sheath to cover stoma hernia¿.